Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic for a routine device check. Upon interrogation, it was observed the patient's right atrial (ra) lead had a high out of range high voltage impedance. No intervention was performed, and the ra lead will be monitored. The patient was in stable condition.